Event description:
It was reported that the console shut off and rebooted frequently during a procedure, and the power was low. The physician had to push the button to take out of safety mode and back into active mode after every third shot. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the console shut off and rebooted frequently during a procedure, and the power was low. The physician had to push the button to take out of safety mode and back into active mode after every third shot. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the fse could not confirm any error, and the console passed all initial self-testing. The fse replaced the beam source component restoring console functionality. All optics and mirrors were clean and uncompromised. All electronic calibrations were within specifications of the service manual. All safety features of the system were functioning correctly per service manual. Using the repair checklist, tested power out at low, medium, and high energy levels: passed all testing. System was ready for customer use. Since the investigation was unable to identify any damage related to the reported allegation, the investigation conclusion code selected for the complaint is no problem detected.